Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to fill the tubing while priming the insulin pump. The customer stated that they do not see any insulin exiting. Additionally, it was also reported that the customer was having issues with insertion site and went to the emergency room to treat their high blood glucose. The customer had a high blood glucose of 491 mg/dl and diabetic ketoacidosis. The customer will be treated and released. Th customer will contact their trainer to get advise for insertion sites. The device will not be returned for analysis.